Manufacturer narrative:
Results: device performed according to specifications evaluation codes: conclusion: device evaluated and alleged failure could not be duplicated. (B)(4).

Event description:
A physician implanted a complete self expanding (se) peripheral stent device to treat a lesion in a patient and it was reported that the complete se stent seemed longer than 80mm in length compared to other branded peripheral stents and balloons of the same size in length. A pacific xtreme pta balloon catheter was used to post dilate the complete se stent during the procedure and it was reported that the balloon burst during inflation while inside the stent. No patient injury or clinical sequelae were reported. Device evaluation: the complete se (6x80) carton and labelling were returned along with the device. These were checked against each other. The batch number and size (6x 80) of the complete se device size returned matched the label and packaging batch number and size and they matched the details as reported. There was no mismatch or evidence of mislabelling. The delivery system was inspected and there was no damage identified. The gap between the stability sheath and the proximal edge of the distal marker band measured and was within specification. Cine image review: x-ray images were provided for review. The x-ray images showed the pacific xtreme balloon was measured at approximately 80mm when inflated within the complete se stent.